Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal to mid right coronary artery (rca). After a 3.0mm non-boston scientific stent was inserted, a 3.50mm x 15mm nc emerge balloon catheter was advanced to dilate the proximal side of the rca. However, during the second inflation at 10 atmospheres, the balloon ruptured. The physician believed that rupture was caused by the strut. The procedure was completed with a different device. There were no patient injuries reported.